Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer did not have enough blood flow to the brain, therefore, she was not using the insulin pump properly, she would deliver too much insulin and her blood glucose would go low. The caller stated that the customer passed away at home on (B)(6) 2015. The cause of death was congestive heart failure. The customer had heart disease, several strokes, and had uncontrolled diabetes. The caller did not know the customer's blood glucose at the time passing. The customer was not wearing the insulin pump at the time of death; it had been disconnected three months prior to passing because the customer could not operate it. The caller stated that the insulin pump has been given to a relative.